Event description:
Customer's daughter reported advantage system blood glucose results of 324 mg/dl, 122 mg/dl within 10 minutes on a professional system; another advantage result of "low 300's" mg/dl and "low 100's" within 10 minutes on a professional system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.